Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant inratio inr results. Results are as follows: date: (B)(6) 2014. Inratio inr: 1.6 and 3.2. The testing was performed within minutes of each other. Reportedly, on the 1.6 result sample not applied immediately after finger stick, unable to obtain sufficient blood sample and took longer than 15 seconds to apply. The 3.2 result was correctly performed. Therapeutic range 2.0-3.0 for the pt. There was no reported adverse pt sequela. There was no additional info provided.